Manufacturer narrative:
Follow up 18-apr-2016: quality-evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Follow up 21-apr-2016: perforation questionnaire was received from physician. Patient's age was added, (B)(6) years old. The patient had 2 pregnancies with 2 live births. The reporting physician mentioned that essure was inserted on (B)(6)-2009 at another facility by other providers. On (B)(6)-2016 the perforation was diagnosed by hysterosalpingogram and was mentioned as bilateral. No organ or intra-abdominal structure was perforated. The left essure was in correct position. On right there were 2 overlapping devices. The patient had abdominal pain. The hives and rash was on and off. On (B)(6)-2016 essure was removed by laparoscopy robotic assisted. The removal was medically necessary and due to a patient's request, as well. The pathology results showed right tube with one fragment within lumen, 2 essure coils adherent to outside of fallopian and the left tube with essure device inside. The right tube was with one essure device inside and at least 2 additional essure coils adherent to right corneal area with adhesions to sigmoid epiploia. Adhesions in cul-de-sac with an essure device implanted in the peritoneum of posterior cul-de-sac. The patient recovered from the events. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the coil or coils perforated and were surgically removed (laparoscopy robotic assisted). The patient recovered from the events. The reported event, regarded as uterine perforation, is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pelvic pain during and after the procedure. In this particular case, the patient developed pelvic pain and a perforation was diagnosed (approximately 7 years after essure placement). According to the physician, multiple essure coils were found in patient's uterus. This use of multiple essure coils (misuse) could have been a contributory role in the reported perforation. Although the exact mechanism of the event is not known, given its nature; causality with essure cannot be excluded this case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 20-jun-2016: follow-up attempts have been completed, with no response to date. Follow-up from 01-aug-2016: follow-up attempts has been completed, with no response to date. Follow-up received on 25-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the coil or coils perforated and were surgically removed (laparoscopy robotic assisted). The patient recovered from the events. The reported event, regarded as uterine perforation, is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pelvic pain during and after the procedure. In this particular case, the patient developed pelvic pain and a perforation was diagnosed (approximately 7 years after essure placement). According to the physician, multiple essure coils were found in patient's uterus. This use of multiple essure coils (misuse) could have been a contributory role in the reported perforation. Although the exact mechanism of the event is not known, given its nature; causality with essure cannot be excluded this case was considered an incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a medical doctor via sales representative in united states on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent sterilization. The sales representative reported that this doctor did not perform essure procedure. This doctor did the removal via surgery on (B)(6)-2016. It was unknown if hysterosalpingogram was ever performed. This doctor found multiple essure coils in patient's uterus. Doctor said coil or coils perforated too. The patient went to see the doctor because of pelvic pain, hives and rash. It was unknown if the doctor performed hysterectomy or how coils were removed during surgery. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the coil or coils perforated and were surgically removed. The reported event, regarded as uterine perforation, is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pelvic pain during and after the procedure. In this particular case, the patient developed pelvic pain and a perforation was diagnosed (approximately 7 years after essure placement). According to the physician, multiple essure coils were found in patient's uterus. This use of multiple essure coils (misuse) could have been a contributory role in the reported perforation. Although the exact mechanism of the event is not known, given its nature; causality with essure cannot be excluded this case was considered an incident, since device removal was required. Follow-up information (perforation questionnaire) and a product technical analysis are being sought.